Event description:
It was reported that pump quick bolus and wake button was extremely difficult to press and often required multiple presses to turn on pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer support instructed caller on proper button pressing technique and confirmed that display could still be turned on, and arranged replacement pump while customer continued using current pump until replacement arrived, with instructions to let original pump battery fully deplete, reprogram settings and reconnect continuous glucose monitor on new pump, and return problematic pump using prepaid label.